Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022 the patient received an alert on her insulin pump that her cgm value was 60 mg/dl. She drank ensure (nutritional shake) and waited 15 minutes to see if her glucose went up. Then she got a low alert and drank another bottle of ensure. The pump kept displaying low and she was feeling weak and dizzy, so she asked for help from the doctor since she was working at a doctor's office. They checked a fingerstick and her bg was 196 mg/dl. She had an IV started and they planned to observe her glucose levels for the day. At the time of the report the patient felt better and was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
They checked a fingerstick and her bg was 190 mg/dl.